Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4) implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(6), implanted: (B)(6) 2011, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v571560, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v556377, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but was working with her health care provider (hcp) or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that the patient experienced a "shooting" pain in her left foot which felt as though she was getting "electrocuted." The reporter indicated that the patient;s implantable neurostimulator (ins) was turned off in june for shoulder surgery and it was turned back on. The patient had had "problems" with it ever since. No further information was reported. If additional information becomes available, a follow-up report will be submitted.